Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2012; d314trg ICD, implanted (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) system was removed due to vegetation and the patient is deceased. A request for additional information revealed the cause of death was sepsis, multi system organ failure, renal failure, and endocarditis. Additional information was received and it was learned the patient presented to the hospital with erosion of the wires into the chest wall and it was determined the patient developed a pocket infection. A recommendation was made for hospital admission; however, the patient declined and admission was delayed. When the patient was ultimately admitted it was determined there was vegetation on the tricuspid valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.